Event description:
Medtronic received a report that two pipeline stents slipped and were dislodged during deployment. Ped 4.5-18 failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the c7 lateral wall with a max diameter of 7 mm and a 5 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 4.3 mm. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 4.6 mm. The angiographic result post procedure was normal.  It was reported that the patient had a c7 segment side wall aneurysm with a diameter of 7 mm and a neck of 5 mm. After the guidewire was in place, the surgeon exchanged the p27 catheter to the distal end of the m1 straight segment and then unsealed the ped 4.5-18 for treatment. After the distal mark of the stent reached the distal end of the m1 straight section, the stent was deployed. After the microcatheter was withdrawn, it was found that the distal end of the stent could not be opened smoothly. Then a certain length was deployed again. After waiting for about 30 seconds, it was found that the problem had not been solved. Then the stent was retrieved and the previous operation was repeated. The stent was opened smoothly. Pulled back to c7 segment and anchored. When the stent was deployed to 1/3, the distal end of the stent was found to have slipped significantly. Tried to retrieve the stent, but found that the stent could not be retrieved smoothly. After taking it out of the body, found that the stent was dislodged. Then unpacked ped 4.5-20 for treatment. The distal end opened smoothly this time. Pulled back and anchored again. When the stent was deployed to 1/3, found that the stent still slipped. After another attempt to retrieve the stent, it was found that the stent still could not be retrieved smoothly. After it was taken out of the body, it was found that the stent was still dislodged. Ped 4.75-18 was then opened for treatment. Everything went smoothly this time and the operation was successful. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a heartcare medical guide catheter and stryker guidewire.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 227752626); implant date: n/a; explant date: n/a. Product ID: ped-450-18 (b672925). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pushwire was returned within phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the customer¿s complaints could not be confirmed, and the root cause could not be determined. No defect were found withy pushwire and phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient recovery was normal after procedure. No patient symptoms or further complications were reported as a result of this event. The image was not saved during the deployment. The pipelines were removed from the patient. The cause of the dislodgement was not determined. There were not multiple pipeline devices being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The device did not jump during deployment. The tip of the catheter did not move during deployment. There was no issue with the phenom catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.